Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the distal fragment of wire that was left in the patient became infected with (B)(6).

Event description:
It was reported that there was troubleshooting of the event which involved impedance testing and x-rays. There was a partial explant of lead on (B)(6) 2014; distal portion of lead possibly from beginning of tines to electrode tip left in patient. It was noted that during the procedure, they used cautery to dissect down and hit lead. They then tried to pull compromised lead upward when it was split. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v590594, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3093-33, lot# v590594, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
Additional information received reported that the implantable neurostimulator (ins) and a portion of the lead had been explanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a patient requested to have a device removed. During explant on (B)(6) 2014, the distal portion of the lead broke off. The patient didn't come in for follow-up with the explanting physician, except on (B)(6) 2014 to have the clips removed. The patient saw a different physician and claimed an infection. The lead fragment was removed. There was no information on the patient's current condition.